Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported that on (B)(6) 2014, the patient's pain was not well controlled, and the physician suspected that their catheter was interrupted. On (B)(6) 2014, the patient underwent a dye study, which confirmed interruption of their catheter delivery pathway. On (B)(6) 2014, due to the malfunction of their first pump and catheter, the patient had their first pump and catheter were explanted and a new pump and catheter were implanted. It was noted a piece of the first catheter was unable to be removed and remains lodged in their distal thecal sac.